Manufacturer narrative:
A gambro polyflux 170 h dialyzer was used in the dialysis treatment. The dialyzer was discarded by the facility. The lot number remains unknown and therefore, no lot history record check or complaint history file check could be performed.

Event description:
Three days earlier, the patient had a dialyzer reaction and hospitalized. While undergoing a dialysis treatment in the hospital, the patient developed a headache that became worse so, treatment was terminated and the blood in the circuit was returned to the patient. The patient became somnolent and then improved markedly within 3 hours of ending the treatment.